Event description:
It was reported that the insulin pump had intermittent button response. The blood glucose reading was unknown. The reporter stated that the device had not been dropped nor exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.